Event description:
It was reported that the remote monitor has power, but will not initiate a transmission when the start button is pressed. The monitor had previously sent successful transmissions. The monitor will be returned. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.